Event description:
It was reported when using the bd syringe 60ml device experienced a damaged / broken plunger rod. The following information was provided by the initial reporter. The customer stated: the plunger flange broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/9/2021. H.6. Investigation: one sample and photo received for investigation. Upon visual inspection, it can be observed the thumb press of the plunger of the syringe is broken. The broken part was also sent in a bag apart, suggesting the piece was found inside the blister of the device. A device history review was performed for the reported lot 2011701, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with a damage or hit on the plunger during manufacturing process or transport as the broken piece is inside the blister. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 60ml device experienced a damaged / broken plunger rod. The following information was provided by the initial reporter. The customer stated: the plunger flange broken.